Event description:
Bd 60ml luer-lock syringe w/lot number 9120655. Rubber stopper does not provide sterile seal. Air bubbles pass by rubber stopper into sterile liquid and liquid - such as d5w - leaks onto plunger. Dates of use: 2009.